Event description:
It was reported that this right atrial (ra) lead was explanted as it exhibited high out of range impedance greater than 3000 ohms, high capture thresholds and noise. Reportedly, x-ray did not reveal any issue, however, during the lead explant it was observed that there was blood in the lead at the height of the sleeve and a lead fracture was suspected. A new lead was successfully implanted. No additional adverse patient effects. The lead is not expected to be returned for analysis.